Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced cloudy bags (presumed to be a possible infection) coincident with peritoneal dialysis (pd) therapy. The cause of the cloudy bags was not reported. It was not reported if the patient was hospitalized for the cloudy bags. The treatment and outcome were not reported. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time. This is report 2 of 3 involved in this event.